Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number: k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported implant removed due to infection on tooth location 3. Symptoms as a result of the event: none reported. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Was the procedure completed using another implant or another device: no. Site grafted: autogenous.